Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor went completely black while doing a training. The system was rebooted and the camera cart issue resolved. The self test was checked and everything was communicating again. The issue was resolved. It was noted that the interconnect cable was checked for damaged and the cable looked ok. There was no patient involvement.